Event description:
Ous MDR - the atrial channel of this pacemaker failed to work properly. The dates provided suggest this device was not implanted. This is all of the available info at this time. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
Upon receipt, the header of the pacemaker was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was successfully interrogated and the pacemaker's memory content was analyzed. The analysis revealed that an implantation was successful in bipolar lead configuration. Analysis of the follow-up data, several minutes after the implantation, documented an atrial lead impedance of >2500 ohms in unipolar and bipolar lead configuration indicating an open circuit in the p/s path. During the analysis the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed and the lead impedance measurement functions of the device were tested in unipolar and bipolar lead configuration. However, the therapy functionality of the pacemaker as well as the lead impedance measurement functions proved to be flawless. To reproduce the clinical scenario the pacemaker was set into the transport mode. As mentioned in the enclosed report the implant was pre-programmed in bipolar lead configuration. The auto-implant detection started immediately while connecting the leads. The auto-implant detection was fully functional.